Manufacturer narrative:
Based upon the information provided and the investigation performed, it is implied that the patient may have had an allergic reaction to the mynx closure device, however, there is no supporting evidence to confirm the allergic reaction. Verbal communication between aci and the site indicate that the patient was discharged in 2007 and still exhibited symptoms of an allergic reaction (21 days post mynx procedure and 12 days post peg removal). Within 24 hours of excision of the mynx closure device the patient should have shown remarkable improvement to a peg allergic reaction if the patient had experienced a peg allergic reaction based on the following information. The mynx hydrogel sealant hydrolyzes to poly (ethylene glycal) (peg) monomers of approximately 10kd and 20kd. Peg monomers of these sizes have been shown to have a half-life of 3.8 + 1.1 hours and clear the body through the renal pathway. Based on the information provided and the results of the investigation performed, the cause of the incident could not be determined. The device was not returned for evaluation and the lot number was not provided to perform lot history review. There is no evidence to suggest that the device did not meet specifications or perform as intended per IFU.

Event description:
A female patient with history of headaches and known allergies to betadine and asa, underwent an uncomplicated diagnostic cerebral angiogram in 2007. No anticoagulation was given during the procedure. The placement of stick was at the femoral head, and a 6f sheath was inserted into the right common femoral artery. The mynx vascular closure device was deployed at the end of the procedure by a trained operator, and hemostasis was successfully achieved. The patient was discharged that same day without incident. On the next day, the patient noted a rash above the right groin area, which spread to the abdominal and thigh areas. The patient was treated that day by her primary care physician (pcp) for a suspected allergic reaction with a medrol pack. The symptoms initially subsided, however became worse, and she returned to her pcp on 11/26/2007. At that time, the patient complained if itching, puffy eyes, swollen tongue and wheezing. Her pcp directed her to the ER, where a pulmonary function test indicated decreased pulmonary function. She was treated with epinephrine, IV steroids, benadryl, pepcid, and atarax. On six days later, the patient was still experiencing symptoms. The physician who performed the cath procedure requested a surgical consult to assess the benefit of surgical extraction of the polyethylene glycol (peg) sealant, and the patient requested that it be removed. An allergist was also consulted, who performed a skin test with 2 pieces of peg sealant from 2 sterile mynx devices, 1 dry and 1 wet piece of sealant was taped to her back. Six hours post test, no reaction was identified. At that time, the physician, allergist, and vascular surgeon could not confirm the exact cause of the allergic reaction, however the patient requested that the peg be surgically removed. On two days later, the vascular surgeon was able to incise at the puncture site and clearly identify the peg adhered to the cfa, which was removed. Post removal, the cfa had good quality pulses and appropriate hernostasis. The patient tolerated the procedure well without complications. One week post peg removal, the patient was still symptomatic and continued on the same medical treatment regimen. The etiology of the allergic reaction had not been identified. As of the following month (nearly 2 weeks post peg removal), the patient was still symptomatic, however symptoms were starting to improve and the patient was discharged home tapering off medications per physicians orders. No further follow-up information, including cause of the reaction, and no information including other potential contributing allergens have been identified.